Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2016 .device evaluation: the device has been returned and evaluated by product analysis on 03/15/2016 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on 02/13/2016 at 2:18pm. A review of the pump histories did not find any activity outside normal use. The black box indicated a call service alarm had occurred on (B)(6) 2016 to indicate a user-cancelled bolus. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. A 10 unit bolus was successfully delivered and accurately recorded in the pump history. The pump was successfully paired with a test transmitter with no issues. The pump was exercised for 24 hours on a 1 unit per hour basal rate and the pump correctly reflected 24 units had been delivered after the 24 hour period. No errors, alarms, or warnings occurred during investigation. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.